Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4) h4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2024. It was observed that the anchor on the 5.5 healix advance kntls br device broke upon insertion into threading the suture. Another like device was used to complete the procedure successfully within 30 minutes delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary. The product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. Visual inspection reveled that the shaft, inserter as well as the handle do not show structural anomalies. The handle cover was removed to verify the suture condition, it was in a normal shape as well as the threader tab. The anchor was found to be cracked. The overall complaint was confirmed as the observed condition of the 5.5 healix advance kntls br would contribute to the complained device issue. Based o the investigation findings, the root cause is traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment occurred and consequently cause the anchor to crack. As per IFU: improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. Therefore it has been determined, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review. A manufacturing record evaluation was performed on finished lot 203l243; and no related non-conformances were identified.